Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, stained serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. Please see below for the no delivery alarm listed on the event date 17-sep-2023 in the pump history file. On (B)(6) 2023 08:55:14.000 alarm alert notification. Fault number = no delivery (7) - during bolus. On (B)(6) 2023 09:05:00.000 alarm alert notification. Fault number = no delivery (7) - during bolus. On (B)(6) 2023 12:11:16.000 alarm alert notification. Fault number = no delivery after estimate zero (8) - during bolus. On (B)(6) 2023 14:33:28.000 alarm alert notification. Fault number = no delivery (7) - during bolus. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 17-sep-2023 in the pump history file. On (B)(6) 2023 08:55:14.000 alarm alert notification. Fault number = no delivery (7) - during bolus. On (B)(6) 2023 09:05:00.000 alarm alert notification. Fault number = no delivery (7) - during bolus. On (B)(6) 2023 12:11:16.000 alarm alert notification. Fault number = no delivery after estimate zero (8) - during bolus. On (B)(6) 2023 12:12:00.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2023 14:33:28.000 alarm alert notification. Fault number = no delivery (7) - during bolus. On (B)(6) 2023 21:43:00.000 alarm alert notification. Fault number = change battery fault (73). On (B)(6) 2023 21:53:00.000 alarm alert notification. Fault number = change battery fault (73). On (B)(6) 2023 22:14:00.000 alarm alert notification. Fault number = off no power (11). On (B)(6) 2023 22:24:00.000 alarm alert notification. Fault number = off no power (11). On (B)(6) 2023 22:25:04.000 alarm alert notification. Fault number = post-reset ram crc alarm (23). On (B)(6) 2023 22:25:23.000 alarm alert notification. Fault number = batt out limit (6). On (B)(6) 2023 22:25:34.000 alarm alert notification. Fault number = batt out limit (6). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/ change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Off no power was expected due to battery power depleted. Pump error 23 and battery out limit alarm were expected due to the pump's time reset. On (B)(6) 2009 00:00:01.000 time reset. Event type = 2. Source ID = pump (ngp is in open loop state). History record length = 19. Old system time = on (B)(6) 2009 00:00:01.000. New system time = on (B)(6) 2023 22:25:00.000. No delivery (7) alarm not confirmed. No delivery after estimate zero (8) alarm not confirmed. Low battery alert (104) not confirmed. Change battery fault (73) alert not confirmed. Off no power (11) alarm not confirmed pump error 23 not confirmed. Batt out limit (6) alarm not confirmed. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Insulin flow block alarm/no delivery alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl and reported that the insulin flow blocked. The customer reported nausea, thirst, headache and irritability as symptoms. Troubleshooting was performed. It was found that the customer has treated the high blood glucose event with the insulin pump. It was unknown if the customer was using the pump within 48 hours of the reported event. The auto-mode feature was not active. No further patient complications were reported. The customer will discontinue to use the insulin pump. The insulin pump will be returned for analysis.